Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information states that there has been no removal/ revision surgery and the patient was in stable condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the needle still attached to the cutting area. A section of the implant in the middle of the adjustable area was observed deformed, this damage suggests that the implant try to be used. The locking head do not show any structural anomalies or post manufacturing damage. Per sternal zipfix system surgical technique guide. Precautions: do not damage the implant teeth and locking head by manipulating with instruments. Ensure that the locking head of the implant is free of soft tissue and/or surgical material that could prevent locking of the implant. Avoid clamping of implant in the area of the teeth or excessive bending/twisting of the implant, as this may lead to implant failure. Do not cut the implant directly at the notch. Removing the needle by bending or twisting will cause a deformed end that may damage the locking head during insertion. Always ensure that the implant end is cut and not deformed. If the implant is not cut, implant failure may occur. Handle implants carefully, especially needles, to avoid damaging critical structures, soft tissue and/or hand gloves. Avoid excessive force when tightening implant. Do not use forceps to tighten implant. Damage resulting from excessive force or forceps may cause implant failure. A functional test was conducted following the process established in sternal zipfix system surgical technique guide. The needle was cut off from the implant avoiding to cut at the notch. Then the cut end was aligned with the smoot surface facing up and it was passed through the locking head. The implant was tightened successfully. No problems were identified in the functional test. Once the locking mechanism was activated, it was not possible to disengage the device. Therefore the problem mentioned by the customer cannot be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the sternal zipfix cable tie w/needle peek s would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 08.501.001.01s lot # 6801p03 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-sep-2023 manufacturing site:jabil bettlach expiry date:01-sep-2028 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the device sternal zipfix cable tie w/needle peek s 08.501.001 with lot number 5114p24 was found during the visual examination performed on 11/1/2024 that it is broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the surgery the zipfix would not tighten. Another 13 products had the same problem. There were no adverse consequences to the patient. The surgery was successfully completed. This complaint is related to (B)(4), which captures the additional products.